Event description:
C-cc-bt - broken tubing the following was reported: "tubing was found to be almost severed on one end. It was never used on the patient and defect was found during priming.".

Manufacturer narrative:
Device evaluation: customer report was confirmed. Rec'd (1) triple dpt - vamp plus kit. Damage was found at arterial line. Pressure tubing was completely broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint. No other damage was observed from the kit. (B)(4)